Manufacturer narrative:
In the event the device is not returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#3006705815-2017-01008. It was reported the patient developed an infection at the lead insertion site. Reportedly, cultures were obtained; however, results are unknown at this time. Surgical intervention may be undertaken as the next course of action.

Event description:
Device 1 of 2. Reference MFR report# 3006705815-2017-01008. Follow-up confirmed surgery took place on (B)(6) 2017 wherein the patient's scs system was explanted. The abbot representative was not present for the case.